Manufacturer narrative:
The field service representative (fsr) replaced the level sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the red level sensor gave erroneous alarms. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) whereby they got erroneous alarms from the level sensor. There was no delay or blood loss, and the surgery was completed successfully. The manufacturer's clinical specialist confirmed with the perfusionist involved in this incident that there was no change out while on cardiopulmonary bypass. He stated that after replicating the alarm with a primed circuit (not involving a patient case), he changed out the red level sensor and it then functioned correctly.

Manufacturer narrative:
Updated blocks: b5 and d9. During laboratory analysis, the product surveillance technician (pst) observed that with the red level sensor attached to lab use only (luo) testing equipment, the sensor passed all testing and ran for 3.5 hours with no observation of any erroneous alarms. The sensor operated as intended.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.